Manufacturer narrative:
The processing records for sgpv00, serial number: (B)(4) were reviewed and it was determined that all attributes identified were documented appropriately and the allograft met specifications. A review of the available information was performed. The sgpv00 was implanted as a pulmonary valve in a 22.99 year old female patient for a total of 4.1 years due to endocarditis. The patient received a new sgpv00 at 27.04 years of age also due to endocarditis. It is unknown if the patient had other heart valves affected by endocarditis. Limited information is available regarding the details of the event. Although the patient history is not available, recurrent right-sided endocarditis in an adult is suggestive of chronic intravenous drug abuse. The incidence of right-sided infective endocarditis ranges from 5 to 10%, and the vast majority affects the tricuspid valve (B)(6) 2013, (B)(6) 2015, (B)(6) 2018). Pulmonary valve (pv) infective endocarditis (ie) is a rare entity, accounting for 1.5 to 2% of cases of ie (B)(6) 2015). Injection drug use is the leading cause of right-sided ie in the western world, and its prevalence is increasing in the current opioid epidemic (B)(6) 2018). Endocarditis is a known complication associated with the use of any prosthetic heart valve and is listed as a potential adverse event in the instructions for use. The risk management file thoroughly identifies the process and product hazards for approved indications. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the implant summary card received, previously implanted cryolife tissue was explanted on (B)(6) 2018. A query of the implant database revealed that sgpv00, serial number: (B)(4) was implanted on (B)(6) 2014. Additional information received revealed that the sgpv00 serial number: (B)(4) was explanted due to endocarditis. The allograft was implanted on (B)(6) 2014 due to endocarditis. The patient was discharged without issue. The hospital will not release operative notes for any of the surgical procedures.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the implant summary card received, previously implanted cryolife tissue was explanted on (B)(6) 2018. A query of the implant database revealed that sgpv00, serial number: (B)(4) was implanted on (B)(6) 2014. Additional information received revealed that the sgpv00 serial number: (B)(4) was explanted due to endocarditis. The allograft was implanted on (B)(6) 2014 due to endocarditis. The patient was discharged without issue. The hospital will not release operative notes for any of the surgical procedures.